Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned unit passed all functional testing as rec'd. The root cause of the event is not related to the MFR or design of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The chief of neurosurgery secured the pt to the skull clamp and then the pt's head slipped, causing a 2 inch laceration. Staples were required for closure. The surgery continued (unk if a different skull clamp was used). Pt's outcome was reported as "okay". No other info provided.